Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
We received an allegation of discrepant high results for 2 patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. On (B)(6) 2024 patient 1 initial result was 122 ng/l. The sample was repeated twice with results of 25.9 ng/l and 26.6 ng/l. On (B)(6) 2024 patient 2 initial result was 55.6 ng/l. The sample was repeated twice with results of 24.7 ng/l and 24.6 ng/l.

Manufacturer narrative:
Qc results have been stable for a long time and an analysis of the instrument data did not identify any other issues with the analyzer's performance. Analysis of the provided camera images collected by the analyzer revealed "white particular matter" for one of the samples. The investigation determined the event was consistent with a preanalytical handling issue.